Event description:
The account alleged that the bed exit would not set. No patient impact.

Manufacturer narrative:
The technician inspected the bed and found the bed functioned as designed, no repair needed.